Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the right atrial (ra) lead experienced a dislodgement and the capture was elevated. Also, the superior vena cava (svc) coil on the right ventricular (rv) lead exhibited high impedance. Both of the leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) implantable cardioverter defibrillator (ICD)  implanted: 2011 (B)(6); 6947 implantable tachy lead implanted: 2011 (B)(6). (B)(4).